Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. Review of transmissions revealed that the pacemaker was in backup vvi mode from (B)(6) 2022. The patient was brought to the clinic where the pacemaker was programmed to original settings. The patient was in stable condition.